Event description:
Customer's mother reported that customer's insulin pump has shorter battery life. The battery will last two to three days. Customer's blood glucose was 296 mg/dl. He treated with the device. This is the second time customer is calling about the battery life. A replacement battery cap did not resolve the issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery alarms noted. Device received with corroded battery tube, cracked case at display window corners, and minor scratched lcd window.(B)(4)